Event description:
It was reported that an agent called a user to confirm sensor connection and the user reported a blood glucose value of 228 mg/dl while using the ilet, with the cause of hyperglycemia unclear. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a customer interview and review of the reported data. Investigation of this case revealed no device malfunction reported and no component failure identified, and the event was consistent with an isolated hyperglycemia report with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.